Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and there were episodes of non-sustained right ventricular oversensing (nsrvo) noted due to noise on the rv lead. No intervention has been taken at this time and the patient was stable with no consequences.